Manufacturer narrative:
During testing and investigation, the device passed testing. An e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the that an e321 (battery charger timeout) error code was noted. The device was returned to the biomedical department with an unsigned note that stated, "alarming replace battery". No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. No additional information was provided.